Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and embedded device ('the bilateral cornu and proximal tube segments have tightly embedded essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, depression, anxiety, panic attacks, pelvic pain and chronic cervicitis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, embedded device, female sexual dysfunction, fatigue, weight increased and hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hormone level abnormal and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) - result not provided. Pathology test - on (B)(6) 2021: cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities the bilateral cornu and proximal tube segments have tightly embedded essure coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and embedded device ('the bilateral cornu and proximal tube segments have tightly embedded essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, depression, anxiety, panic attacks, pelvic pain and chronic cervicitis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, female sexual dysfunction, fatigue, weight increased and hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hormone level abnormal and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received: case updated to serious incident. Reporter, essure removal date, removal details and event "the bilateral cornu and proximal tube segments have tightly embedded essure coils" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.